Manufacturer narrative:
The manufacturer's field service engineer replaced the power supply in an effort to correct the reported problem. However, the replacement of the part did not correct the issue, and it was decided by the customer to decommission the unit and put it out of service, due to cost.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the esprit ventilator would not power on. There was no patient involvement.